Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7122, lead, (B)(6) 2011; 4196-88, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the device migrated in the pocket and was causing the patient some discomfort. The physician decided to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.